Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown proximal cone body and locking bolt . Information provided indicated that proximal cone body remained implanted and only section of locking bolt was explanted. Additional information has been requested. When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the patients right hip was being revised due to instability. The surgeon commented that there was not enough offset and there was not enough antiversion in the cup. The original plan was to remove the proximal cone body to add more offset. The locking bolt had to be removed prior to attempting to explant the proximal body. The body stem separator broke while trying to explant the proximal cone body so the restoration modular stem remained implanted. During the attempt to reimplant the locking bolt, the locking bolt broke so the femoral stem construct remained implanted with part of the broken locking bolt. The detached piece of the locking bolt was removed.

Manufacturer narrative:
An event regarding revision due to instability involving an unknown restoration modular device was reported. The event was not confirmed. The event could not be confirmed nor the root cause of the reported instability determined due to the minimal information received.

Event description:
It was reported that the patients right hip was being revised due to instability. The surgeon commented that there was not enough offset and there was not enough anteversion in the cup. The original plan was to remove the proximal cone body to add more offset. The locking bolt had to be removed prior to attempting to explant the proximal body. The body stem separator broke while trying to explant the proximal cone body so the restoration modular stem remained implanted. During the attempt to reimplant the locking bolt, the locking bolt broke so the femoral stem construct remained implanted with part of the broken locking bolt. The detached piece of the locking bolt was removed.